Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the y-injection port (clearlink to tubing junction). The issue was identified during patient infusion with chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on an unspecified date in september 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed to the video using the naked eye which revealed a leak in the junction of the y connector/tube. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was due to a manual assembly issue during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.